Manufacturer narrative:
The pump was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that there was a volume discrepancy greater than 25%. The expected reservoir volume was 1.9ml, the actual reservoir volume was 19.9ml. The pt also experienced a change in therapeutic effect. The event logs showed that a low battery reset occurred and the pump was in safe state. The pt's pump was replaced. No pt outcome was reported. The pt's pump contained morphine 35 mg/ml at 1.68 mg/day. Additional info has been requested, but was not available as of the date of this report.